Manufacturer narrative:
This is not a bd product complaint. Customer is not making a claim of a bd product defect. Canceling pr meetings between customer and service included mention of previous servicemax case (B)(4) that had been addressed and closed. The customer was not alleging a new issue of erroneous results.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was fasle susceptible results. The following information was provided by the initial reporter: (B)(6) feb-06-2023: according to the previous case opened when the complaint was received, the reported event involved problem with patient samples, but no wrong result was released to the doctors. The customer used confirmatory test to perform the diagnostic trough manual reading protocol was performed with uv light. The customer identified that the results of the tsas came out with some sensitive drugs that there was growth visually.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ mgit¿ 960 system that there was fasle susceptible results. The following information was provided by the initial reporter: (B)(6) (B)(6)2023 according to the previous case opened when the complaint was received, the reported event involved problem with patient samples, but no wrong result was released to the doctors. The customer used confirmatory test to perform the diagnostic trough manual reading protocol was performed with uv light. The customer identified that the results of the tsas came out with some sensitive drugs that there was growth visually.